Manufacturer narrative:
Two hundred samples of 10ml luer-lok syringes (/n - (B)(6) batch 4142788 were received and evaluated. All samples were received in sealed packages in the box carton with the box carton label applied with all applicable product information correctly printed. However, the expiration date on all of the packages of syringes is incorrect. It should be 2029-04-30, but all packages say 20-41-27. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the incorrect expiration date defect is associated with the packaging process. The most likely cause is the batch number was scanned instead of the expiration date. Computer program will be updated to prevent an incorrect format to be entered. Manufacturing personnel will be notified and additional training to reinforce will be performed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 302995, batch number#: 4142788. It was reported that the bd syringe 10ml ll s/c 200 label content was incorrect. The following information was provided by the initial reporter: rcc received a complaint via email. Expiration date on the 10ml bd luer-lok syringes. The date on the syringe is different from the date listed on the outside box.